Event description:
It was reported that during an unknown procedure the applier released three clips crossed and the operator had to remove them from the applicator using pliers. The defective clips, luckily, have been shot before introducing the device in abdominal, just for verify the correct operation. Found the problem, it has been opened a new device, it operated correctly without adverse patient consequences. When the surgery finished, the operator tried again the defective device, extracting manually the defective clip. From that moment the device operated correctly.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). Information is unavailable; device was not returned for evaluation. Additional information: multiple request for return of device have been made but no device has been returned.